Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that a portion of the rubber boot was torn off and missing from the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.